Event description:
It was reported that the manufacturer¿s representative ¿forgot¿ to turn the patient¿s pump back on in the operating room. The patient was sent home and went through ¿complete withdrawal.¿ the patient did not wake up for 2-3 days; then was going through hallucinations. The reporter stated it was ¿very scary¿ and that her ¿poor hubby thought that it was just having a good sleep and did not realize my situation.¿ the drug being infused by the pump at the time of this event was unknown. No intervention or outcome was reported for this event. Follow up was attempted but was not possible. If additional information should become available a follow up report will be sent.

Manufacturer narrative:
Product ID: 8840, product type: programmer.

Manufacturer narrative:
Concomitant medical products: product ID: unknown, serial# unknown, product type: catheter (B)(4).